Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 443 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer believes they had an occlusion on two separate infusion sets. The customer was advised to send the reservoir back for analysis. The customer declined troubleshooting the issue. The customer was sent new sets.